Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent positioning/placement problem occurred. The target lesion was located in the left iliac vein. A 12mmx60mmx120mm epic¿ vascular stent was advanced to treat the lesion. However, when the physician was trying to deploy the stent, the stent jumped forward through the pin deployment and missed the target lesion. The stent went an additional centimeter forward. The first epic¿ stent was implanted and another epic¿ vascular stent was implanted and completed the procedure. No patient complications were reported and the patient's status was okay.